Manufacturer narrative:
The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level between 397-541 mg/dl and diabetic ketoacidosis (dka) resulting in a hospitalization. At the time of the event, the customer did not have an active continuous glucose monitoring session on the pump, and had received an occlusion terminating insulin deliveries. No issues were identified with the cartridge, infusion set tubing or cannula in use. The customer had been using fiasp insulin within the pump supplies; customer's parents were unaware of the indication that fiasp insulin was off label. The customer was monitored and had blood work performed; customer was treated with a dka saline drip and 1 lot of insulin via insulin pens. The customer was released from the hospital the same day with the issue resolved and no permanent damage.